Manufacturer narrative:
A sample photo was received which observed a broken piece of tampon string stuck in the end seal piece of the tampon wrapper. This was likely due to manufacturing; however, records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she inserted a tampon and later noticed that there was no string on the pledget. The string was sealed in the end seal of the wrapper. She was not able to remove the pledget on her own. She sought medical attention for removal of the pledget. After removal she developed some vaginal soreness that lasted about a week. She reported her symptoms have improved and she did not receive any additional medical treatment.